Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The fit was made, however, the stapling was not performed, even after several unsuccessful attempts. The stapler was not able to fire. In order to resolve the issue and complete the case, used another device. There was no patient harm. There was no patient injury.